Event description:
The patient had good coverage for 6 months after implant. At 6 months, he had a fall, and has experienced shocking at the device pocket since. He turned his ins off due to the shocking and has not used the device in 4 years. The impedance measurements were within normal range and the battery was okay. Program c+ and 0- were tried but there was shocking at 0.6v. The device was not able to be programmed around the shocking. He discussed a revision with his physician. Additional information has been requested.

Manufacturer narrative:
Extension, model 748951, serial# (b)4), implanted: (B)(6) 2003. Programmer, model 7434-e, serial# (B)(4).